Manufacturer narrative:
The system was examined and the reported event was replicated. The slit lamp optical fiber was replaced to address the reported issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on october 5, 2005. Based on qa assessment, the product met specifications at the time of release. The slit lamp optical fiber was received for evaluation. A visual assessment of the returned sample found that the connector to the system of the returned fiber was very bent. The sample was installed on a calibrated laser and tested. During functional testing, the fiber would not meet specifications when bent at the visual nonconformity. The root cause of the reported event can be attributed to a damaged slit lamp optical fiber. However, how and when the fiber became damaged cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a procedure the laser emits intermittently. The surgeon was able to complete the procedure using the same system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).